Event description:
A report was received that during the permanent implant procedure, the physician had a hard time placing the paddle lead. After the patient left the or, he reported that he was not receiving adequate stimulation. The physician took the patient back to the or for a lead revision. It was determined that the paddle lead had been bent from the physician trying to place it during the initial implant. The physician explanted the paddle lead and implanted a new paddle lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.